Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the only info the rep was that the blade didn't cut. They opened another tsw35 to complete the case. There was no consequence to the pt.